Event description:
Hosp advised after further investigation that pump was set up to deliver three doses of tpa. The nurse observed that the second dose flowed too quickly and the bag emptied sooner than expected. The third dose was administered on another pump.